Manufacturer narrative:
No unexpected button error alarms were noted. The displacement test could not be performed due to an unresponsive keypad. The insulin pump had an unresponsive act button due to corroded keypad traces. The insulin pump was received with a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported that the insulin pump had an unresponsive keypad, and after a few minutes the insulin pump alarmed button error, which could not be cleared. The blood glucose reading was 150 mg/dl. The caller stated that the keypad issues were observed during a bolus attempt. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.